Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that after trialing, the surgeon could not remove the humeral stem trial. When attempting to extract the trial, the primary inserter continued disconnecting from the stem trial connection during the removal process. Afraid of fracturing the humorous with too much force, the surgeon chose to perform a controlled osteotomy to prevent any uncontrolled damage. This allowed relief and the surgeon was able to remove the stem easily.